Event description:
We received a report concerning a patient where an intraocular lens (iol) was explanted from the patient's right eye after they experienced unexpected post-operative refraction. No sutures were required and there was no patient injury reported.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturing site for investigation. Visual inspection noted that the lens was received cut in two (2) parts (no haptics observed). A few loose particles were observed in the optic zone compatible with handling the lens such as in the explant process. The condition observed in the lens was consistent with a lens that had been implanted and explanted. Lens was received cut in half indicating that it had been explanted. Diopter measurement was not performed as the condition of the lens was not adequate for diopter measurement. The customer complaint was not confirmed. A review of the manufacturing records indicated that the lens was manufactured according to specification. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. No product deficiency was identified in the investigation. Catalog #: zmb00u0260. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information indicated that the myopics surprise has been minimized. The patient is healthy, but experienced dry eyes. (B)(4). Corrected data: expiration date: 11/01/2016. All pertinent information available to abbott medical optics has been submitted. Placeholder.